Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had automatic shutdown. It was indicated that the printed circuit board (pcb) was out of specification. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.